Event description:
It was reported that pump experienced excessive battery depletion that led to shutdown without any prior low power alerts, and customer noted that battery was losing charge by about seventy percent per day despite normal use. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery after restart, planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place pump in storage mode and return it using provided label within ten days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.